Event description:
It was reported that the device reached elective replace- ment indicator (eri) prematurely.

Manufacturer narrative:
Na

Manufacturer narrative:
The reported field event was not verified in the labortory. A longevity estimate determined that the battery voltage was normal based on device usage.